Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that they have been going to the emergency room. The endocrinologist had to make some changes to sensitivity because most problems happen at night. They had it at 50 sensitivity all day long but now the sensitivity goes from 50 to 100 and then goes back to 50 and it's been working. Patient's blood glucose at time of incident was 36 mg/dl. Patient's current blood glucose was 140mg/dl. Patient has treated with glucose tablets. Blood glucose value when admitted to hospital was 136mg/dl. The customer was treated with intravenous, glucagon. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was over delivering. The customer was given morphine to ease the pain and could drain the bladder using special catheter and relieve blood clot. The blood glucose was too low according to paramedics it was 32mg/dl. They gave something in arm because couldn't get intravenous route. The insulin pump will not be returned for analysis.